Manufacturer narrative:
This report is submitted on january 04, 2023.

Event description:
It was reported that the battery charger was burnt. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2022 ; not (B)(6) 2022 as previously reported. This report is submitted on february 23, 2023.